Event description:
Per the clinic, the patient experienced wound hygiene issues and feedback sound with the implanted device. The device was explanted on (B)(6) 2025 under general anesthesia and the patient was reimplanted with a new device.